Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The nc trek is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A balance middleweight (bmw) guide wire was advanced to the lesion inside a non-abbott guiding catheter and guideliner. The guideliner separated inside the anatomy, the guide wire was being removed, when only approximately 50 cm of the guide wire came out of the anatomy. The rest of the guide wire was inside the guiding catheter along with a 3.0 x 8 mm nc trek balloon catheter where the balloon had ruptured at the time that the guidleliner separated, so the devices were removed as a single unit. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.